Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstancing that led to charging too often were that the programming was set at high frequency and patient was told that there would be no other way. The patient said they were told to go from high frequency to a very low frequency but it did not give proper relief. It was noted that the issue was not resolved and the patient contacted medical on (B)(4) for assistance to help. No further complications were reported/anticipated.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient wanted to meet with a manufacture representative (rep) because they were currently charging too often and they also wanted to make a few other changes. The patient stated that they were charging the ins once or twice a day and that was too much for him. No symptoms were reported. No further complications were reported/anticipated.